Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, pyxis machines were in disconnect mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was found that the cce (carefusion coordination engine) server was in disconnected mode. A technical support specialist checked the data sync log. The issue appeared to be related to the hospital¿s it system, as a blocked port prevented the station from communicating with the server. These ports needed to be accessible to allow proper communication between the station and the server. The interface team resolved the cce communication issue by following a knowledge article - 'medstation es - facility sync settings are blank'. Once the issue was resolved, adt and orders started crossing over, and messages were transmitted successfully. The system worked as intended after the technical support specialist completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ es server, pyxis machines were in disconnect mode. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.